Manufacturer narrative:
The field service engineer (fse) noted microbubbles at the top of the wash pump. The fse replaced the rotor on the wash pump and cleaned the valve motor. In addition, the fse completed a preventative maintenance (pm) minor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump. A definitive root cause is unknown.

Event description:
The customer reported elevated initial troponin I (access accutni+3) results, for four patients, involving the unicel dxc 600i synchron access clinical system. The customer stated the elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate unicel dxc 600i, generated lower results within the reference range. The customer indicated precision test failed at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.